Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 , the complaint of alarm keeps being was verified upon powering device on. This was isolated to down stream sensor, which was replaced. Device passed all functional testing.

Event description:
Device evaluation completed and updated in h 10.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited continuous alarm. No reported adverse effects.